Event description:
Routine complaint investigation when a consumer reported receiving blood glucose values of 55mg/dl, 71mg/dl, 115mg/dl, and 120mg/dl within four minutes of each other. These values, when plotted on a clark error grid, show the difference to be clinically significant. No death, serious injury or medical intervention was reported with the event.